Event description:
This patient presented in the office in vt. Upon interrogating the device showed high dft thresholds and the device was unable to terminate the vt. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 49 months and 36 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The available iegms revealed that during dft testing the device delivered several defibrillation shocks successfully terminating the induced ventricular fibrillation. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.